Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation, corrosion was found on trunk cable connector j702 on the distribution node pca. The root cause for the corrosion on the connector was ingress of an unknown liquid. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that patient was receiving "adjust belt" messages.